Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and buttons was not responding. Customer¿s blood glucose was 175 mg/dl at the time of incident. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a no response from any button. Insulin pump was not exposed to altitude. Troubleshooting was performed for frozen display. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.